Event description:
A patient reported they were unable to receive an accurate reading on their one touch ii meter due to their meter allegedly would only prompt "clean test area" message. The last result on the patient's meter was 269 mg/dl the night before, unable to attain a reading on this day due to problems with the display and the cta message. Treatment was insulin dosage based regular dosage and feelings due to patient unable to get accurate reading to base dosage upon. No further information has been reported. No serious injury or allegation of harm.